Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion at the device tip could not be determine, however, the issue was likely the result of insufficient device leaning/reprocessing, moisture permeation, and or external factors. Additionally, a definitive root cause of the observed distal tip detachment could not be determined, however, the issue was likely the result of component failure, due to repetitive use stress and or application of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Event description:
It was reported that the cysto-nephro videoscope had corrosion on the distal end. This was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.